Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed low speed and driveline fault events. Based on past complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of a potential issue with the driveline; however, the returned portion of the driveline did not reveal any damage that would have contributed to these events. Furthermore, the report of chronic thrombus could not be confirmed through this evaluation. It was reported that driveline faults were noted in the patient's history. Clinically, the patient looked good. There was a small tear in the outer layer of the driveline cover, but no other obvious damage. The patient's international normalized ratio (inr) was subtherapeutic, so they were admitted. Log files from the time of the reported event were submitted which captured the reported driveline faults, as well as low speed events with power elevations while the patient was connected to the power module and mobile power unit. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2023. Approximately 19.5¿ of the external portion of the driveline was returned. A tongue depressor was observed at approximately 9-14.5" from controller connector. Removal of the tongue depressor revealed clear tape at approximately 9.5" to 12" from the controller connector. Removal of the clear tape revealed a tear at approximately 10.5" from the controller connector. An electrical continuity test of the returned driveline, in the condition that it was received, was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The outer jacket of the driveline, bionate and metal shielding were removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Finally, the returned portion of the driveline was used to run a test pump on a mock circulatory loop. The driveline faults were not able to be reproduced during this time, despite manipulation of the driveline. The returned driveline functioned as intended.the patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline (dl) fault alarms on their history on (B)(6)2023. It was also reported that there was a small tear in the outer layer of the dl cover but no other obvious damage. The patients international normalized ratio was subtherapeutic and the patient was to be admitted. Log files were submitted for review to check for any other information. Log files captured elevated power/flow on (B)(6)2023 between 22:59 and 23:59, on (B)(6) 2023 at 4:04, and on (B)(6) 2023 at 22:22.the dl fault on (B)(6) 2023 at 23:58 may have been related to the elevated power/flow causing one of the phases to spike upward triggering the dl alarm. There were also speed drops less than the low-speed limit (lsl) on (B)(6) 2023 between 23:55 and 23:56 which went down to 8280 rpm. The higher powers & speed drops below the lsl occurred while the patient was connected to the mobile power unit (mpu). On the morning of (B)(6) 2023 the patient started alarming for low speed operation, also with a controller fault and driveline fault. It was noted they were lying down when it started. Damage was noted throughout the driveline and a repair was requested with the patient being placed on batteries in the meantime. Fluoroscopy was done of the driveline and nothing was seen. Additional log files were submitted on (B)(6) 2023 for review and captured speed drops less then the lsl and dl fault alarms on (B)(6) 2023 at 08:19 and 08:51. On (B)(6) 2023 the a driveline repair was completed. Log files submitted on (B)(6) 2023 showed that after the dl was repaired there have been no further speed drops below the lsl or pump stops. On (B)(6) 2023 it was reported that the patient had chronic thrombus. Ramp echocardiogram was performed with normal findings. No treatment or changes were made based on the presumed thrombus.